Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 159 mg/dl at the time of incident. The insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with four hardware low level failures alarms and two the motor arm cannot communicate with the main arm alarms located in the formatted history file due to cold solder joints at u1 of the keypad assembly. However, the insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low level failure error or the motor arm cannot communicate with the main arm error alarms occurred during testing. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.